Event description:
It was reported that this unit will not power up even with a known good battery that operates with another unit.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation confirmed the stated problem of an inability to turn the device on. Investigation found small plastic shavings in the battery contact area that may have interfered with proper electrical contact. A comprehensive review of the service history for this device family (model aed20) found only four prior similar instances: one occurring in 2004, two instances in 2005 and one in 2006. The present complaint is the second documented instance in 2006 year-to-date. The low incidence of the issue notwithstanding, a design change was made to the battery contact area to keep the battery from scraping along the battery case during battery insertion, which could generate plastic shavings that might interfere with electrical contact. During evaluation, a "defib comm fail" error was observed in the device's internal event log. The cause of this error was isolated to an intermittent connection between an ic (integrated circuit) its socket on defib circuit card. The defib assembly was replaced to correct this issue. After routine updates and maintenance, the device was fully tested and passed all performance and release testing.